Manufacturer narrative:
(B)(4). Investigation results: visual examination of the complaint device found that the catheter had been cut and the exit marker was loose. Functional analysis was unable to be performed due to the catheter being cut. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a gastroscopy and esophageal dilation procedure performed on (B)(6) 2016. According to the complainant, after all the inflation medium was removed, the device was unable to be withdrawn through the gastroscope. The catheter had to be cut in order to remove the device from the gastroscope. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Investigation results revealed the exit marker was loose, therefore this is now an MDR reportable event.